Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with fevers approximately one month post implant of the implantable pulse generator (ipg) system. Vegetation was observed on the aortic valve and leads per transesophageal echocardiogram. Blood cultures were positive for staphylococcus. The patient was treated with antibiotics and the ipg system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.